Event description:
It was reported that the catheter j-loop extension set had separated from the site that is used for injection. The nurse did not check to see if the distal end of the catheter j-loop extension set was properly tightened, causing a separation of the valve at the injection site. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been evaluated as of yet. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. Evaluation summary: the sample was received for evaluation. Visual inspection, functional testing and a clear passage test were performed. The device was found to be within specifications. No malfunctions were observed; the cause could not be identified. Should additional relevant information become available, a follow-up medwatch will be submitted.